Event description:
It was reported and learned through medical records that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of nine years and seven months due to leaflets calcification causing aortic valve stenosis. The patient was presented with shortness of breath. The procedure was completed with a 21mm 11500a valve, and patient was stable at the end of the procedure. Per medical records, the patient underwent avr utilizing a 21mm 11500a inspiris resilia aortic valve with augmentation of the aorta using bovine pericardial patch to make adequate distance for the left and the right coronary ostia to allow more space for the potential future transcatheter aortic valve replacement. The previously implanted valve was visualized seen with dense calcifications along its leaflets. The valve was explanted, the aortic annulus was debrided and the inspiris resilia valve was implanted in replacement. Post bypass tee revealed a well-seated aortic valve with all three leaflets moving normally. The patient was discharged to the ICU in critical, but stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d9, g3, g6, h2, h3, h6 (type of investigation). Product evaluation: customer report of leaflet calcification and stenosis were confirmed. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4), rev m, and (B)(4), rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. The most likely cause is patient factors, including radiation for the chest. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is being evaluated for a valve in valve procedure after an implant duration of nine years and six months due to stenosis. No additional information was provided.